Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.